Event description:
Dow silicone breast implants were placed behind muscles on july 11, 1977 to restore damage caused by breast feeding. Explanted 4-17-98 (21 yrs). Left implant had ruptured and shell "disintegrated." Right implant had a "defect" and had leaked & was a grossly disrupted silicone implant. "Discovery of problem" came about in april of 1997 when rptr discovered many of their illnesses were likely because of the implants. None of their drs ever suggested that there could be a connection so rptr missed class action cut-off date as well-they did not know. Have been sent to expert for eval. Preoperative diagnosis: problems with silicone gel implants. Postoperative diagnosis: grossly disrupted elastomer shells of silicone gel implants, subpectoral. Operation: total ablative capsulectomies with removal of ruptured mammary prosthetic material; bilaterial mastopexies. Anesthesia: general. Indications: this young lady had bilateral breast implants placed in 1977 but unfortunately over the yrs has developed ongoing problems, rashes, fibromyalgias, and concerns for her health. At this time, she felt that she no longer needed breast implants and actually was considering a small reduction of her breats. Procedure: under adequate general endotracheal anesthesia, surgeon had marked the nipple to sternal distance at approx 22 cm and decided to use an inferior dermal pedicle type reduction because of the large amount of extra skin which she had. Surgeon initially began their dissection on the right and made an inferior dermal pedicle which was basically inferior dermal as well as lateral extensions. However, they then cut down to expose the implant along its medial border. The implant and capsule were then removed. However, upon trying to remove it, surgeon actually noted free efflux of the silicone gel through the capsule which was then walled off with laparotomy tapes. Surgeon then made a counter-incision laterally and very carefully peeled off the remainder of the capsule from off the underlying chest wall and the overlying pectoralis muscle. Hemostasis was achieved with electrocautery. The entire capsule along with the underlying grossly disrupted silicone gel implant was then removed as a unit. The area was then copiously irrigated out with sterile saline antibiotic solution and very carefully inspected for hemostasis. Surgeon then actually elevated the breast pedicles from off the underlying muscle and resutured the muscle down and moved the pedicle superiorly. Surgeon then very carefully inset and trimmed redundant skin and left it actually quite loose so as to avoid any vascular compromise to this pedicle. Following this, with the pt in the upright sitting position. Surgeon de-epithelialized remaining portions of the skin and inset it. The inferior portion of the nipple-areolar complex was actually marked at about 6.5 but once through sitting was actually about 8 cm to inframammary fold.